Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing and an elevated capture threshold were observed on the atrial lead. Lead dislodgement was suspected but could not be confirmed visually. No intervention was performed; the patient was stable and there were no adverse consequences.